Manufacturer narrative:
Cine image review: the visi-pro balloon-expandable biliary stent system was not received for evaluation. Two photographic images were received. One image is of a cine image. The second image is of retrieved stent fragments with a nickel used to reference size of the fragments. There are seven stent fragments of varying sizes. Due to the condition of the recovered stent fragments it is not possible to positively determine that all of the stent was recovered. The photograph of the cine image is of a guidewire within a vessel that exhibits a couple of lesions. A radiopaque marker band is observed on the guidewire to the left of the largest lesion in the vessel. No radiopaque marker hoops of the visi-pro balloon expandable stent are visible with in the cine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the left proximal common iliac artery using a visi-pro stent. Target lesion type was calcified. Lesion had little tortuosity, moderate calcification and 80% stenosis. IFU was followed. No issues noted prior to use. No embolic protection used. Lesion was not pre-dilated. It is reported that stent became partially deployed as it exited the sheath during delivery at the lesion. The stent was dislodged from the balloon at the common femoral artery during removal. Sheath and guidewire were removed. Patient was transferred to or for open surgery to remove the stent. No further patient complications reported.

Manufacturer narrative:
Correction UDI # added.

Manufacturer narrative:
Patient had benign history of pvd and hyperlipidemia.

Event description:
Patient info received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.